Event description:
It was reported that the IV treprostinil, patient was in hospital for a week. Date of admission and discharge not provided. White blood count went down, possibly side effects of other medication she is on. Patient was retaining a lot of fluid - around 10-11 pounds, in over a week. Patient is titrating now to improve symptoms of pulmonary arterial hypertension, tiredness. Patient has anemia and last night patient reported lump on the right leg. No lump now after wearing compression socks. Patient also reported that she had problem with tubing- she had high-pressure alarm caused by tubing twice in the last 2 weeks. Confirmed tubing attached in the right way, filter position the same as always but there was problems with clamps and medication was not flowing freely. The reported product did not fault occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The patient able to continue their infusion. The infusion is a lifesaving.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted.